Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that an alternative testing site was used (ck hip area) to calibrate the dexcom cgm system. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: using a blood sample from non-fingertip (alternate) sites such as the palm, forearm or upper arm for meter readings. Do not use alternative site testing to calibrate the dexcom g5 mobile cgm system, only use fingerstick measurement. Alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect g5sensor performance, resulting in you missing a severe low or high glucose event. The receiver data log was reviewed on 06/13/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208240) was returned on 07/06/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.